Event description:
It was reported that the warmer had a broken display. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI information is unknown. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Rusty drain fitting, worn front cover, and damaged line cord. Display was cracked and inoperable. The root cause of the reported issue was found to be blunt impact to display. Actions were taken to mitigate the reported issue: replaced the power control board.